Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis manifested by abdominal pain, cloudy drain, nausea and fever. The breach in aseptic technique was not further described. The same day as event onset, the patient was hospitalized for the peritonitis event and began treatment with ceftazidime (1g, intraperitoneally, discontinued at the time of this report) and ceftriaxone (2g, intraperitoneally and discontinued at the time of this report) and fluconazole (oral and discontinued at the time of this report). The patient was switched from ceftriaxone to cefdinir (oral) upon discharge. Dianeal therapy was ongoing. At the time of this report, the patient has recovered from the event. Pd therapy was ongoing. The patient was retrained on the proper aseptic technique. No additional information is available.